Manufacturer narrative:
The insulin pump functioned properly during rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test. The insulin pump was received with crack on reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a no delivery alarm. The customer's blood glucose was 453 mg/dl at the time of incident. The customer's blood glucose was 136 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injection. The customer stated that the insulin did exit and the insulin pump did not alarm no delivery during fixed prime after disconnecting and reconnecting the reservoir from the infusion set. The insulin pump will be returned for analysis.